Manufacturer narrative:
PMA/510k #: k170622. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unspecified procedure using a bakri tamponade balloon catheter, the user tested the device prior to patient contact by inflating with water. They noted there was leakage from the drainage port. Another bakri device was utilized to complete the procedure, and hemostasis was achieved successfully. No adverse effects to the patient have been reported as a result of the alleged malfunction. Additional details have been requested regarding the patient and event. At this time no additional information has been provided.

Manufacturer narrative:
Investigation/evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Visual inspection of the returned device confirmed the catheter was returned in used condition. Functional testing was performed on the device by inflating the balloon with tap water. During inflation water expelled from the flushing ports and from the back end of the catheter through the flushing lumen. Communication between inflation and flushing lumens caused leakage. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." The investigation found that the affected component is supplied to cook from an external supplier, vesta inc. Cook requested that the supplier investigate this occurrence. Once that investigation is concluded, the complaint report will be updated with the results. The complaint was confirmed based on customer testimony and evaluation of the complaint device. The cause of the event was traced to supplier quality deficiency. Cook has requested that the supplier investigate this occurrence. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient or event information has been received since the last report was submitted on 23aug2019.

Manufacturer narrative:
Investigation evaluation: the supplier investigation was unable to determine a definitive root cause of this event. Cook concluded a manufacturing event contributed to the reported failure. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient or event information has been received since the last report was submitted on 28oct2019.